Event description:
It was reported by the sales rep that prior to any procedures, the product shipped damaged with a hole in the box and sterile packaging.

Manufacturer narrative:
(B)(4). The complaint indicated that the product had a hole in the box and the sterile packaging. The box was not returned for evaluation. Only the tyvek package lid and the instrument with bubble-wrap were received. The tyvek was unfolded and it was confirmed that a hole was present and was a result of an impact to the label from the outside. The label was in poor condition with evidence of damage from moisture, folds and handling. It is suspected that the box was damaged in-transit or handling causing damage to the package. Lot history records were reviewed: no protocols, defects, or non-conformances related to complaint issue were noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4).